Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling. The patient stated that they met with a representative (rep) on (B)(6) for a follow-up appointment and the patient had 0 coupling bars even with antenna locate (al). The patient reported that the rep stated this was probably the result of the ins being implanted too deep. They reported that surgery was scheduled to ¿place ins deeper¿ for (B)(6). The patient reported that x-rays were taken and they stated that they had difficulty seeing if on one side the lead wire was there. They reported that one lead showed clear and the other showed opaque, so they were having a hard time seeing if the wire was connected right or if it was disconnected. The patient reported that the rep said something about the whole right side ¿lighting/firing up,¿ and when the rep was trying to program it to where the patient felt stimulation, ¿more/changed¿ the placement of where it was working for them. The patient stated that everything was going fine. The rep reported that the left side was doing great, but the right side was not. The patient reported that the rep said something about bleeding over from the right side to get the left side to work. The patient stated that either way this was resulting in another surgery because either the battery was placed too deeply or the connection got severed somewhere. The patient was instructed to reposition the antenna over the ins and perform the antenna locate (al). The patient stated that after al, they got 2 coupling bars. The patient noted that a rep had told them not to use the ins unless they absolutely needed to and if that were the case, to keep it on low because the battery would deplete to off in roughly two weeks. The patient noted that the ins recharger (insr) could not connect to the ins. They also reported that the ins was not programmed after implantation. The patient stated that they met with a rep roughly a week post-surgery and they told the patient that the ins had been turned on and they were able to get it working because the patient guessed it was not programmed or it was not programmed right. The patient was sent a replacement insr antenna to rule-out an equipment issue. The patient stated they were going to cancel their surgery on (B)(6). They also mentioned they were in a lot of pain after the surgery. The patient further noted that the rep was not there to train them after the surgery. The patient was redirected to follow-up with their healthcare professional. No further complications were reported. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that there was no stimulation on the right side of the body. The rep reported that impedances were high on 8, 9, 12, 13, 14, and 15. The rep stated that attempts were made to reprogram while avoiding the noted electrodes. The rep reported that the lead was tested with a multi-lead trialing cable and it showed good impedances in all except electrode 15, which was over 10000. The physician requested that the battery be replaced. The rep reported that surgical revision with intraoperative troubleshooting occurred on (B)(6) 2017. The rep stated that the battery was disconnected from the paddle lead. The rep stated that the issue was resolved. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- (B)(4) 2018 21:48:45 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {tested the coupling between recharge antenna and ins at body temperature and various spacings. The results were 8 bars coupling at 0 cm spacing, 8 bars coupling at 1 cm spacing, 4 bars coupling at 2 cm spacing, and 0 bars coupling at 3 cm spacing.} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said she had issues with the surgery. The patient said she had skin allergies to the adhesive tape on (B)(6) 2017. The patient repeated that it helped at the beginning, but it was not doing any good and she could not be programmed better. The patient was told it would not be like a tens unit, but they thought it was like a tens unit. The patient said she wasn't told about stimulation while driving and was in her car a couple of weeks ago and felt higher stim. The patient has not been charging the device for almost a year. No further complications were reported.